Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2008, 5076-45 lead ,implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance was low and a warning was triggered. It was noted the impedance had been chronically low, so the alert was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.